Event description:
It was reported that one month following placement of a taxus express2 drug-eluting stent, the patient returned with an acute myocardial infarction. The taxus express2 drug-eluting stent had been implanted in the ostium/proximal portion of the lad. A sub-acute stent thrombosis occurred at the proximal end of the stent, approximately one month later, occluding the entire lad. The patient subsequently underwent coronary bypass surgery to the lad and rca. Patient status is unknown. No additional information is available at this time.